Manufacturer narrative:
Additional/changed and/or corrected data : b.5., b.7.

Event description:
Healthcare professional later reported right side "hole in valve" and capsular contracture "baker's grade ii."

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: yellow particles on the surface shell. Fluids. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿enlarged lymph nodes¿ and a "leak".

Event description:
Patient reported right side "implant is smaller", "wrinkling", "has a rash on the outside right underneath the breast", and "enlarged lymph nodes on the right side." Patient additionally reported "headaches"; this is not device related. Healthcare professional later reported right side "leak." Device has been explanted.